Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the complaint was not confirmed by failure analysis. Visual inspection-external, visual inspection-internal, manual articulation of inputs, and intuitive motion tests/ inspections were performed, and the complaint could not be reproduced. The instrument was tested on an in-house system, and it moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The force bipolar instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that an instrument was stuck on the universal surgical manipulator (usm)1. The customer further clarified that the force bipolar (fb) instrument's jaw was locked and would not open. The tse walked the customer through the instrument removal process and replaced the instrument with a backup. Following this, the customer continued with the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.